Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (ICD): 2012 (B)(6); 5076 implantable pacing lead: 2005 (B)(6); 6947 implantable tachy lead: 2012 (B)(6). (B)(4).

Event description:
It was reported that an infection occurred. The implantable cardiac defibrillator system was explanted and replaced. No further patient complications have been reported as a result of this event.